Event description:
It was reported the wire that comes in the kit had the distal tip break off in the accessed vein. Patient was brought to ir 14 for PICC placement under ga. Np was accessing right arm vein under ultrasound. Np received blood return and advanced wire to tip of needle where she met resistance. Upon attempting to remove the wire it became stuck. After further attempts to remove the wire, the tip of the wire unraveled and broke leaving the 1cm distal tip of the wire remaining in the vein. Dr. 1 and dr. 2 attempted to remove the fb. Dr. 2 was successful in the removal of the wire tip using a vascular sheath/snare combination. After removal dr. 2 performed a venogram to assess the patency of the vein. It was determined the vein was indeed intact and patent. Dr. 2 used a new wire and advanced a PICC line through the vein.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire was confirmed, and the cause was determined to be use related. The product returned for evaluation was one 0.018 nitinol guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated, and the guidewire was confirmed to be broken with the coil wire being unraveled, mostly in the proximal segment. Microscopic examination of the fracture sites revealed the following: shearing of the wire at the break which was indicative of direct contact with a hard-edged instrument (such as an introducer needle). Narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire. Normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The product IFU states: ¿if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of reds0652 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reds0652 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the wire that comes in the kit had the distal tip break off in the accessed vein. Patient was brought to ir 14 for PICC placement under ga. Np was accessing right arm vein under ultrasound. Np received blood return and advanced wire to tip of needle where she met resistance. Upon attempting to remove the wire it became stuck. After further attempts to remove the wire, the tip of the wire unraveled and broke leaving the 1cm distal tip of the wire remaining in the vein. Dr. 1 and dr. 2 attempted to remove the fb. Dr. 2 was successful in the removal of the wire tip using a vascular sheath/snare combination. After removal dr. 2 performed a venogram to assess the patency of the vein. It was determined the vein was indeed intact and patent. Dr. 2 used a new wire and advanced a PICC line through the vein.